Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16456. It was reported that during the implant procedure, the atrial lead was unable to extend. Helix damage was suspected. The lead was not used. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.